Event description:
It was reported that a patient experienced quality of vision issues 2 years after bilateral implantation of intraocular lenses (iol). There was a significant delay in the procedure and after the iol implantation, the patient experienced a hyperopic shift. The patient was treated with corrective top up enhancement laser after six months. The prescription was corrected and the patient currently has no residual refraction, but is experiencing quality of vision issues especially at night. Through follow-up, we learned that the iols remain implanted. The patient is experiencing difficulties driving at night and there was no delay to the procedure during the initial surgery. The completion of hyperopic laser treatment was confirmed approximately one year after the initial surgery. No further details were provided. This report is for the right eye (od) of the patient. A separate report will be submitted for the incident in the left eye (os).

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d4 - model number: a complete model # is unknown, as product serial number was not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Customer indicated that the implantation was in (B)(6) 2022. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.